Manufacturer narrative:
No device information was received. Results: no review of the device history record could be performed.

Event description:
It was reported that four days post op from a sigmoid resection using a gore bioabsorbable seamguard, the patient presented in the ER septic. Examination by the physician revealed a leak at the anastomosis. As a result, the physician constructed a temporary colostomy until the anastomosis heals. The patient is fine. There was no allegation of product deficiency made by the physician. Gore has made the decision to report this incident because it is seen as a reintervention. However, the physician did not consider this event to be related to the gore bioabsorbable seamguard.